Event description:
Information received by medtronic indicated that the battery was lasts for two hours. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged short battery life found on oct 17, 2021. Pump passed the displacement test, active current test and self test. No unexpected low battery test alert or battery power loss alarm noted during testing. However, high sleep current noted during measurement. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (7) low battery alerts found in the history files/traces on oct 17, 2021 started from 11:36 am to 7:58 pm. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and inside battery tube. Swapped out the test case and sleep current measurement within spec range (.888mv). Confirmed that high sleep current due to corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, faded serial number label, cracked battery tube threads and minor scratched lcd window. Short battery life confirmed due to high sleep current. High sleep current due to corroded battery tube. Cosmetic damage found on the pump case.